Manufacturer narrative:
Follow-up # 1 ¿ (06/16/2015). The patient¿s test strips have been returned on 5/27/2015 and evaluated by lifescan product analysis on 6/4/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter continued to display ¿apply sample¿ instead of counting down and providing a result after a blood sample had been applied to the test strip. The complaint was classified based on the call recording which the medical surveillance specialist (mss) listened back to. The patient reported that the meter issue began at 2am on (B)(6) 2015. The patient informed the customer care advocate (cca) that they manage their diabetes by taking an unknown dosage of glimepiride and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient reported experiencing the symptom of ¿dizzy¿ and stated that they were ¿walking in to walls¿ an unknown period of time after the alleged issue occurred. In response to these symptoms the patient¿s spouse took them to the emergency room (e.r) where the patient received treatment from a healthcare professional (hcp). The hcp gave the patient IV fluids, and an unknown period of time after receiving this treatment the hcp measured the patient¿s blood glucose on an unknown meter and obtained a result of ¿287mg/dl¿. At the time of troubleshooting the cca walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter. The alleged issue was resolved. Replacement products were sent to the patient. Although the alleged product issue was resolved at the time of troubleshooting this complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them requiring medical intervention in the e.r for an acute complication of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.